Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 2atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation of the device. In the functional testing, the balloon was inflated with the in-house presto inflation device, but it was unable to inflate. The catheter shaft was shaved, and it was observed that blood residue was noted within the catheter shaft. Due to the condition of the sample, functional testing to determine the rupture could not be conducted. All the anomalies were observed under microscopic observation. Therefore, the investigation remains inconclusive for the reported balloon rupture as the functional testing to find the rupture could not be conducted due to the condition of the device returned for evaluation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 2atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.